Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the stent delivery system (sds) advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The inflation device used in the procedure was not returned therefore it is unknown how it may have contributed to the reported difficulties. However, the reported difficulties were unable to be confirmed as a new indeflator filled with water, was used to pressurize the balloon to the rated burst pressure (rbp) and the balloon inflated without any abnormalities and the stent was deployed. It is possible there was a faulty connection between the sds and the inflation device; however this could not be confirmed. Analysis noted the tip was separated at the distal end of the clear gap and was returned on the stylet. The material at the separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue. The tip was stretched distal to the separation, for a length of 1 mm. The separated tip measured 3 mm in length. The inner diameter of the separated tip was measured and met manufacturing criteria. Since this damage was not reported in the incident information, the tip separation may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties inflating the balloon could not be confirmed and there is no indication of a lot specific product quality deficiency. This type of reported event will continue to be monitored. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: galeo. Inflation: medtronics. Guide catheter: cordis jr 3.5. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the 2.75 x 23 mm zeta did not inflate. The device was withdrawn and a new zeta stent of the same size was deployed. No patient effects were reported. No additional information was provided.